Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boot insulations had been burnt and melted. Based upon the maquet territory manager witnessing the event, the reported failure was confirmed. The hemopro jaw boot burning is from the heater becoming very hot without switch activation (as reported). Resistance measurements were within specification. The micro switch functioned properly. The pre-cautery test results showed that steam was generated from the saline moistened gauze during several device activations. The device did not immediately activate during any point. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).

Event description:
The hospital reported that at the beginning of the endoscopic vein harvesting procedure, the hemopro device would not stop heating and the device tip glowed red hot inside the cannula. The vascular surgeon toggled the activation switch but it would not turn off. The device was withdrawn from the leg and the device turned off. The surgeon attempted to use it the second time and the device would not shut off again. The hemopro power supply setting was 2.5 per IFU recommendations. A replacement kit was connected to the same extension cable and power supply to successfully complete the procedure. The hospital did not report any patient complications. The surgeon was initially concerned that the vein may have been burnt or damaged; however, after he retrieved the vein, there was no damage found on the vein and there was no patient effect per the surgeon.